Event description:
Info received from foreign affiliate. This info indicates a pt was wearing acuvue advance contact lenses (cl) and developed corneal ulcer od. The pt was using "aosept clear care" disinfecting solution. The date pt started wearing acuvue advance cl is unk. The report stated the pt had been wearing cl 7-10 hours a day and "occasionally took a short nap with lenses on." In 20007 the pt started experiencing eye redness, pain, discharge, watery and swelling of upper and lower lids. The pt consulted an eye care professional (ecp) the same day and was diagnosed with ciliary injection, erosion, and a 2-3mm infectious corneal ulcer od at approx. 2 o'clock location. White turbidity was observed covering the entire area of the cornea. The ulcer was considered "infectious" because of clinical findings. The discharge from the pt's eye was cultured and sent for examination. On the same day the ecp prescribed oral diclofenac sodium, sodium azulene sulfonate w/cimetidine mixture, and lomefloxacin hci w/lysozyme mixture, each tid. The meds also included flavin dinucleotide sodium w/1% sodium chondroitin sulfate, moxifloxacin hcl w/fluorometholone and oxybuprocaine hcl eye gtts, each 6 times a day. The pt's bcva was 20/25 and 20/13 prior to that time. Two days later the ecp's office reported that the pt's symptoms occurred after napping with cl on.

Manufacturer narrative:
In 2007 the pt's eye was getting better but the visual acuity hadn't fully recovered. Two days later lab findings of the culture performed on discharge from the pt's eye revealed that, "a little amount of staphylococcus aureus was detected." The treatment regimen remained the same. The report stated the pt's eyesight was better the following month, and that "the ulcer in the pt's right eye has greatly improved." The pt's visual acuity was 20/22. The ecp would continue to monitor progression. The pt returned a pair of lenses in a lens case. The report stated that the lens(es) in question was not cultured. Product and lot info not available but have been requested for eval. MDR reportable events are reviewed in quarterly management review meetings. Will report add'l info within 30 days of receipt.